Manufacturer narrative:
.

Event description:
On (B)(6) 2013, it was reported that when the patient was last seen on (B)(6) 2013, the physician tried to interrogate the vns but was unsuccessful. The device was not communicating. The physician believes this was due to the generator battery being depleted and stated that the patient could not feel stimulation. It was confirmed that the programming system was working successfully. No additional information was provided.